Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy irritation under the lifevest with a burning sensation. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied lotion and the irritation improved with the use of cortisone cream as recommended by her doctor.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy irritation under the lifevest with a burning sensation. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied lotion and the irritation improved with the use of cortisone cream as recommended by her doctor. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.